Event description:
The device was used during a laparoscopic colon resection. It was reported by the affiliate that the doctor found heavy bleeding from a hole of the aorta. He then converted to an open procedure for hemostasis. It is not confirmed which product (512d or the uv120) caused the injury. The pt expired on april 25. Description of the event: at 13:30 pm on april 22 surgeon put the uv 120 for insufflation. The first puncture was created with a 512d and a camera was inserted from the cannula. The surgeon found little bleeding in the abdomen but continued the 2nd, 3rd, and 4th trocars (all of them were 512d) were put, while checking the placement by scope. After the 4th puncture was done, blood pressure of the pt declined. Since the dr. Could not control pt's blood pressure with medicine, the case was converted to open after 15 minutes past from the first puncture. Bleeding (500-600cc) was observed in the abdominal cavity and the surgeon found bleeding from the aorta. The dr. Found a small hole on the anterior side of aorta and a big hole on the posterior side. Transplantation of an artificial vessel was done for repair of aorta and the case was completed at 2:00 am on april 23rd. Total amount of bleeding was 15000cc.

Manufacturer narrative:
D5,6;h4: info unavailable, device returned with no lot or batch ID. Visual inspections & results: bullet tip condition; a,c,d conform b. Desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, reset button condition, sleeve condition, and trocar condition; a,b,c,d conform. Stopcock condition; a,c closed b,d o. Functional tests & results: flapper door functional, and lockout functional; a,b,c,d conform. Analysis conclusion: functionality testing included the arming, firing and locking of each instrument and all instruments functioned as intended with the safety shield returning to its lock out position after each firing. All knives exhibited oxidation throughout the blade and the shaft. No conclusion could be reached as to how the puncture occurred.